Event description:
It was published in a journal article titled, late loosening of press-fit cementless acetabular components, 67 consecutive total hip arthroplasties in 59 pts were implanted between 1987 and 1990. Radiographic follow-up of 56 pts in this group identified loosening of the acetabular components.